Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6). It was reported that non-st elevation myocardial infarction with cardiogenic shock and death occurred. In (B)(6) 2017, the subject presented with stable angina (ccs classification: 3) and was further referred for cardiac catheterization. Target lesion #1 was located in the proximal left circumflex artery (lcx) with 95% stenosis and was 6 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x12 mm study stent. Following, post dilatation, the residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject was hospitalized due to acute non-st-segment elevation myocardial infarction with cardiogenic shock. The subject was treated with medication in response to this event and underwent a successful ptca of the distal left anterior descending artery with placement of a 2.75 x 16 mm promus element plus drug elution stent. Twenty-three days after the subject was hospitalized, they expired. The primary cause of death is acute non-st-segment elevation myocardial infarction with cardiogenic shock.

Manufacturer narrative:
Device is a combination product. Correction made to: (B)(4).

Event description:
(B)(6) study. It was reported that non-st elevation myocardial infarction with cardiogenic shock and death occurred. In (B)(6) 2017, the subject presented with stable angina (ccs classification: 3) and was further referred for cardiac catheterization. Target lesion #1 was located in the proximal left circumflex artery (lcx) with 95% stenosis and was 6 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x12 mm study stent. Following, post dilatation, the residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject was hospitalized due to acute non-st-segment elevation myocardial infarction with cardiogenic shock. The subject was treated with medication in response to this event and underwent a successful ptca of the distal left anterior descending artery with placement of a 2.75 x 16 mm promus element plus drug elution stent. Twenty-three days after the subject was hospitalized, they expired. The primary cause of death is acute non-st-segment elevation myocardial infarction with cardiogenic shock. It was further reported that in (B)(6) 2018, 348 days post index procedure, the subject presented to an emergency room (ER) (non-study hospital) with the complaints of chest pain and shortness of breath (sob). The subject reported that for the last two weeks he experienced an increase in sob on exertion, chest discomfort and bilateral jaw discomfort. It was reported that on the day prior to the ER visit, chest discomfort and bilateral jaw discomfort became so severe that he could hardly sleep. Also, the subject was pale and had an episode of diaphoretic nausea and dry heaving. Hence the subject went to the ER for further evaluation. The subjects cardiac enzyme level was found to be elevated consistent with protocol definition of myocardial infarction (mi). The subject was also diagnosed with cardiogenic shock. Chest x ray revealed pulmonary edema/overload change with small, right pleura; effusion and bibasilar atelectasis. As well as an elevation in bnp and diagnosed with acute systolic congestive heart failure which was medically managed. Two days later, 350 days post index procedure, an 80% stenosed lesion in the distal lad was treated with placement of 2.75 x 16 mm promus des. Additionally, on the same day, a 70-80% stenosis of the first diagonal was treated with balloon angioplasty. Fifteen days later, the subject cardiogenic shock progressively worsened despite maximum inotrope support with worsening respiratory failure. That same day, due to worsening respiratory failure, the subject required endotracheal intubation with positive pressure ventilation. The subject remained on the ventilator with the maximum medical management including vasopressor pressure support as well as inotrope support. The subject transitioned to comfort care. Six days later, the subject was extubated and transitioned to comfort care and expired the same day.

Manufacturer narrative:
Device is a combination product. Correction made to: brand name- previously reported as promus element plus, corrected to synergy. Common device name - previously reported as stent, coronary, drug-eluting, corrected to biodegradable polymer drug eluting coronary stent system.

Event description:
(B)(6) clinical study. It was reported that non-st elevation myocardial infarction with cardiogenic shock and death occurred. In (B)(6) 2017, the subject presented with stable angina (ccs classification: 3) and was further referred for cardiac catheterization. Target lesion #1 was located in the proximal left circumflex artery (lcx) with 95% stenosis and was 6 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x12 mm study stent. Following, post dilatation, the residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject was hospitalized due to acute non-st-segment elevation myocardial infarction with cardiogenic shock. The subject was treated with medication in response to this event and underwent a successful ptca of the distal left anterior descending artery with placement of a 2.75 x 16 mm promus element plus drug elution stent. Twenty-three days after the subject was hospitalized, they expired. The primary cause of death is acute non-st-segment elevation myocardial infarction with cardiogenic shock. It was further reported that in (B)(6) 2018, 348 days post index procedure, the subject presented to an emergency room (ER) (non-study hospital) with the complaints of chest pain and shortness of breath (sob). The subject reported that for the last two weeks he experienced an increase in sob on exertion, chest discomfort and bilateral jaw discomfort. It was reported that on the day prior to the ER visit, chest discomfort and bilateral jaw discomfort became so severe that he could hardly sleep. Also, the subject was pale and had an episode of diaphoretic nausea and dry heaving. Hence the subject went to the ER for further evaluation. The subjects cardiac enzyme level was found to be elevated consistent with protocol definition of myocardial infarction (mi). The subject was also diagnosed with cardiogenic shock. Chest x ray revealed pulmonary edema/overload change with small, right pleura; effusion and bibasilar atelectasis. As well as an elevation in bnp and diagnosed with acute systolic congestive heart failure which was medically managed. Two days later, 350 days post index procedure, an 80% stenosed lesion in the distal lad was treated with placement of 2.75 x 16 mm promus des. Additionally, on the same day, a 70-80% stenosis of the first diagonal was treated with balloon angioplasty. Fifteen days later, the subject cardiogenic shock progressively worsened despite maximum inotrope support with worsening respiratory failure. That same day, due to worsening respiratory failure, the subject required endotracheal intubation with positive pressure ventilation. The subject remained on the ventilator with the maximum medical management including vasopressor pressure support as well as inotrope support. The subject transitioned to comfort care. Six days later, the subject was extubated and transitioned to comfort care and expired the same day.